Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4) - inadequate - (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens on (B)(6)2010 in the pt's left eye. The lens was explanted on (B)(6)2010, due to inadequate vaulting. The lens was exchanged for a longer lens.